Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00041.

Event description:
It was reported that while under sedation for a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration, the ultrasound image quality was poor. The issue occurred mid-procedure causing a surgical prolongation greater than 30 minutes. The issue was resolved after utilization of a new scope and balloon. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified due to no findings available. Olympus will continue to monitor field performance for this device. ¿this report has been submitted by the importer under this MDR report number 2429304-2025-00041-01."